Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ¿ink blots¿ that blocked the graphics and text. Customer's blood glucose level was 330 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.